Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as "the pump was emptied in three days instead of 44 hours." This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-06754. All information can be found under manufacturer report number 1416980-2023-06754. Should additional relevant information become available, a supplemental report will be submitted.